Event description:
It was reported that ¿the tip of the blade broke during surgery. There was no patient harm.¿

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The findings of the product analysis are not available as the product has not been returned. Method: no testing methods performed. (B)(4).